Event description:
It was reported that the Control-IQ algorithm suspended basal delivery in response to the continuous glucose monitor (CGM) sensor reading; however, the CGM sensor reading was inaccurate. Reportedly, the CGM blood glucose (BG) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the meter BG reading was 283 mg/dL. System check with Tandem Technical Support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.